Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's nurse that the customer was hospitalized due to high blood glucose and diabetes ketoacidosis. The nurse stated she called to confirm that the insulin pump is functioning properly. The customer's blood glucose at the time of hospitalization was 352mg/dl. The event leading to the hospitalization was that customer had tooth pain. Customer had diabetes ketoacidosis. Customer was wearing the insulin pump during hospitalization. The outcome was that the caller will call back to troubleshoot if needed. The customer remains hospitalized.